Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site telephone(B)(6). E3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit shut off during a procedure. Getinge field service engineer (fse) reports device shut off while in a procedure. Upon arrival, error 118 was found in logs. Under guidance of the service manual, the video generator board and coiled cable were replaced. Replacement of parts listed were successful and the device ran for several hours with no faults. Calibrations, functional testing, and safety testing all passed per factory specifications the patient involvement is unknown. The equipment was cleared for customer use. The equipment was cleared for customer use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received a coiled cord p/n 0012-00-1801, with a reported of ¿device shut off while in a procedure¿. Performed visual inspection per the cardiosave service manual p/n 0070-00-0639 rev r and found no visual damage and the part looks to be in fair condition. Retaining the coiled cord in the failure analysis and testing department per procedure (B)(4). The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. The failure analysis and testing department received and inspect a video generator board and observed that video generator board is an old version and cannot be tested with the iabp¿s in the lab. Part is no longer going back to the supplier, as the supplier is unable to test or evaluate this part due to being not rohs complaint and thus has rejected it. Retaining the video generator board in the failure analysis and testing department as per procedure (B)(4). The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. The failure analysis and testing department received and inspect an upper display monitor board and observed the upper display monitor is an old version and cannot be tested with the iabp¿s in the lab. Part is no longer going back to the supplier, as the supplier is unable to test or evaluate this part due to being not rohs complaint and thus has rejected it. Retaining the upper display monitor in the failure analysis and testing department as per procedure (B)(4). The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit shut off during a procedure. There was no patient harm reported.